Event description:
Stopped working 2 times without warning - no battery alarm or device alert. Battery showed fully charged before transporting pt. No harm was done to the pt. This occurred while transporting pt to CT.